Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -5.50/2.0/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause of even was unknown.